Manufacturer narrative:
Reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was seized, jammed and heavy moving. It was further determined that the device failed pretest for check the power with the test bench, function of the soft mode switch (safety system), air leak, general condition and check the status of development. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected data: the device manufacture date was reported as september 6, 2017 in the initial report and has been updated to may 28, 2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.